Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: the data provided for the patient results showed that the variation on hba1c between both runs was not of a clinical significance; the hba1c assay range is 3.0 - 14.0%. A 13-month complaint history review and service history review for similar complaints was performed for (B)(4) from (B)(6) 2016 through (B)(6) 2017. There were no similar complaints identified during the searched period. The g8 operator's manual under chapter 1, introduction and applications, states that the time from injection of the sample to the time the specific peak elutes off the column is called retention time. The tosoh automated glycohemoglobin analyzer (B)(4) software has been written so that each of the expected fractions has a window of acceptable retention times. The ideal retention time for sa1c is 0.59 minutes. When there is a question concerning the chromatography, repeat the sample. If the repeated sample also displays unusual characteristics, it is appropriate to evaluate whether the unusual result is due to an abnormal sample, a procedural error, an instrument malfunction or a sample-handling problem. For further information, see the troubleshooting section in this operator's manual. Quality control: in order to monitor and evaluate the accuracy and precision of the analytical performance, controls should be assayed daily and after column replacement. Tosoh suggests running at least two levels of quality control material. The mean of one should be in the non-diabetic range (4-7% hba1c) with the second in the range of 9-12% hba1c. If the value of one or more control specimens is out of the acceptable range, recalibrate the system and rerun the controls before testing patient samples. Chapter 3, assay operations, states that calibration errors could be caused by the following: the calibrator has been left for more than 1 week after dilution or has been left at room temperature for a long period of time. The filter or column is clogged and the pressure is high. There is a leak. Samples other than the calibrator were assayed. Chromatogram: the fractions separated by the column are shown as they are detected. The horizontal axis is adjusted as the 15% in sa1c concentration comes to the full scale. The vertical axis is the retention time from the time that the sample is injected into the column. The unit is in minutes. The peak identified as hba1c (sa1c) is shaded. The most likely caused of the reported event was due to an incorrect retention time on the g8 instrument as a result of an operator error.

Event description:
On (B)(6) 2017 a customer reported having low quality control (qc) recovery on biorad and tosoh bioscience qc material after replacing the column on (B)(6) 2017 on the g8 instrument. The customer calibrated the g8 instrument, ran qc, which was out of acceptable range again. The customer reported running several samples during these days and saw some minor variation on patient results for hemoglobin a1c (hba1c) upon repeat: (B)(6) . The customer reported running qc and patient samples with an out of range retention time of 0.64 to 0.65 minutes. The customer calibrated the sa1c with an incorrect retention time. The ideal retention time for sa1c is 0.59 minutes. Troubleshooting over-the-phone with the customer found a leak at the pre-filter cap, which was corrected as well and allowed the pressure to increase from 7.4 to 8.6 mpa (`6-9 mpa is the ideal pressure). The customer ran qc to verify sa1c retention time within acceptable range of 0.59. The customer was advised to re-calibrate the g8 instrument with the correct retention and verify qc is within acceptable range. A follow-up with the customer confirmed that after calibration qc is within acceptable range with normal sa1c retention time. There is no indication of any patient intervention or adverse health consequences due to this event.

Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. G. 3. Report source: under the above section "user facility" was incorrectly selected. The only report source is "health professional".

Event description:
N/a.